Event description:
Customer reported a failure code 500. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter svc event. Customer did not have info whether incident occurred during pt infusion. Although baxter requested, no additional info was provided regarding pt demographics, medication involved, or device programming info. No additional info was provided.